Event description:
Caller reported a malfunction on the pump, identified with a specific malfunction code. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump, after which the issue did not recur. Customer was instructed to continue using the pump and to contact support if the malfunction code reappears, which the caller acknowledged and understood.